Event description:
It was reported that the user experienced repeated difficulty deploying and using an infusion set with the ilet, including an alert to restart the device and consecutive motor stall messages, with observed leaking at the connector and a bent cannula; troubleshooting was performed, a restart and dry run were completed without issue, and the user was guided through a supply change to an inset set. Symptoms included hyperglycemia with elevated blood glucose readings and no reported clinical symptoms beyond high glucose. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communication problem was identified and a failure to infuse insulin associated with the motor component, consistent with stalled motor behavior and a bent cannula. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.